Event description:
It was reported that the customer¿s ilet powered off while away from home, resulting in loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet, after which the agent guided the customer to toggle cgm settings and re-enter the pairing code to restore connection. Symptoms included no cgm values displayed on the ilet and no adverse clinical symptoms. Outcomes included temporary interruption of cgm data to the ilet without medical intervention or hospitalization. User support included troubleshooting and user education to re-establish the cgm-to-ilet connection. Investigation of this case revealed a signal loss event attributable to the ilet being powered off, with successful reconnection steps performed. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related interruption due to device shutdown, resolved through standard pairing and settings procedures.